Event description:
On 9/9/93 an ipp device was implanted. On 10/95, the left side was revised. On 12/27/96 the pt reported "the left side still doesn't work right, and it twists to the right." Add'l lot/ser no: no. Ni.